Event description:
It was reported the patient experienced 7 shocks due to oversensing. The lead impedance was noted to be greater than 3000 ohms. The lead was explanted and replaced due to suspected fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.